Event description:
It was reported that after a tvt procedure, the pt had difficulty voiding. Following the procedure, the pt was discharged home with a catheter in-situ. Pt remained hospitalized for 17 days until urine residuals were satisfactory.